Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been rec'd by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that the spectrum pump has system error 322 alarms. There was no patient injury reported. The incident occured in the pcu care area. No further info was provided.